Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramp") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pinching"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower and pelvic discomfort had resolved. The reporter considered abdominal pain lower and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: lower abdominal pain and pelvic discomfort. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramp") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pinching"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower and pelvic discomfort had resolved. The reporter considered abdominal pain lower and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: lower abdominal pain and pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramp') and cyst ('I had cyst removed through abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), pelvic discomfort ("pinching") and scar ("scar"). The patient was treated with surgery (cystectomy on (B)(6) 2014 and essure removal). Essure was removed. At the time of the report, the abdominal pain lower and pelvic discomfort had resolved and the scar outcome was unknown. The reporter considered abdominal pain lower, cyst, pelvic discomfort and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: this is a retention case. All the information: reporter¿s information. Event ¿ I had cyst removed through abdomen, scar. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramp') and cyst ('I had cyst removed through abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), pelvic discomfort ("pinching") and scar ("scar"). The patient was treated with surgery (cystectomy on (B)(6) 2014 and essure removal). Essure was removed. At the time of the report, the abdominal pain lower and pelvic discomfort had resolved and the scar outcome was unknown. The reporter considered abdominal pain lower, cyst, pelvic discomfort and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: this is a retention case. All the information: reporter¿s information. Event ¿ I had cyst removed through abdomen, scar. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.